Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy, anterior pelvic floor repair procedure, and a sling procedure in 2009. Later the same day, the pt experienced abdominal swelling and underwent a re-operation for retroperitoneal bleeding deep on the right side. Sutures were used to repair the bleeding and the pt was transfused with two units. The device was left in place and currently the pt's condition is good. The surgeon opines that the factors contributing to the event were the passing and placement of the device.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.